Manufacturer narrative:
Section a patient information not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿a case of type a aortic dissection in a patient with heartmate 3¿ that heartmate 3 (hm3) may be associated with aortic insufficiency, bleeding, and renal dysfunction. This case study presented a case of type a aortic dissection (taad) in a 59-year-old man with history of ascending aortic aneurysm who was implanted with hm3 four years prior to this case. Three weeks prior to this case, the ascending aortic was noted to be dilated at 4.2 cm. During this case, the patient presented with ¿crushing¿ chest pain. Interrogation of the device revealed no alarms. Mean arterial pressure was 81 mmhg, and heart rate was 70 beats/minute. A computed tomography angiogram (cta) revealed an acute taad with dissection flap originating distal to ostium of right coronary artery and extending proximally to bifurcation of common iliac arteries. The ascending aorta was dilated at 4.9 cm. The outflow graft originated in the true lumen. The patient was emergently placed on an esmolol infusion and was brought to the operating room. An intraoperative transesophageal echocardiogram (tee) revealed new severe aortic insufficiency. A park¿s stitch repair of the aortic valve and a replacement of the ascending aorta with a hemiarch replacement were performed. Pathology showed segments of artery with myxoid degeneration. Post-procedure, the patient¿s course was complicated by acute tubular necrosis which temporarily required renal replacement therapy. The patient would be discharged to acute rehab after recovery.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The heartmate 3 device serial number, as well as other specific case/patient information, is not available and was not requested. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provided information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.